Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed battery out limit during normal use. The customer's blood glucose was 258 mg/dl, which was treated with manual injection. The customer was advised that this could be caused by a loose battery cap. The customer also stated that their blood glucose meter was not transmitting their blood glucose readings to the insulin pump. Assistance was provided and the correct meter ID was programmed into the insulin pump, which resolved the issue. Nothing further was reported